Event description:
The customer called philips to state their device "presents message "error equipment in shock' and "error equipment pacing". There was no reported involvement.

Manufacturer narrative:
(B)(4).